Event description:
Additional information received indicated that are doing a lead revision, investigative procedure on (B)(6) and representative will update the patient after the procedure.

Event description:
It was reported that the patient had a loss of therapeutic effect. The patient waited 3 to 4 days after the implant to turn the stimulation on. When they turned the stimulation on initially the stimulation was over 3. The patient turned up the stimulation to 8 and didn¿t feel any stimulation. When the patient was implanted, there were no impedance issues in the operating room. However, upon checking the impedances on the day of the report, contacts 0 and 1 were the only contacts showing normal impedances. Everything else was >4,000 ohms. A manufacturer representative tried increasing amplitude and pulse width but the issues did not resolve. There had been no trauma. The patient was not getting a sensory response when moving through electrodes 0, 1, 2, and 3. An x-ray was ordered to check the lead-battery connection but the results were not available at the time of this report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3889-28, lot# v745423, implanted: 2011 (B)(6); product type lead product ID 3889-28, lot# v745423, implanted: 2011 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the lead revision was performed on (B)(6) 2015 and the patient's therapeutic benefit was restored.